Event description:
It was reported to philips via nmpa ae system that while in clinical use, the device was unable to measure ECG, an ECG error was displayed without any alarm. There was no patient or user harm.